Event description:
Information was received indicating that a smiths cadd®-solis hpca ambulatory infusion pump displayed a 7% flow error. There was no reported injury to the patient.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis hpca pump was returned for analysis in a good condition. During analysis, the customer's reported problem regarding delivery accuracy was able to be duplicated. Three separate delivery accuracy tests were performed; all three test results were outside the pump's delivery accuracy manufacturing specifications. An expulsor assembly will be replaced to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.